Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
It was reported that the patient experienced extrusion of the device resulting in the decision to explant. The device was explanted on (B)(6) 2018.